Event description:
The reporter indicated that a 12.6mm vicm5_12.6; -10.00 diopter implantable collamer lens had tore during loading. There was no patient contact. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).